Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A (B)(4) bluetooth device pairing test was performed and failed due to an incomplete connection status. A review of the share logs was performed and a warm up restart during sensor session was not found within the investigation window. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a warm up restarted during a sensor session. Data was provided for evaluation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. Additionally, it was determined that the sensor failed after warmup.